Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the hospitalization, hyperglycemia, reported needle mechanism failure and dislodged cannula or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient¿s blood glucose (bg) reached over 500 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. The patient went to the hospital to seek treatment. For treatment, the patient was put on a insulin drip. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The cannula was also reported dislodged. As treatment, the patient changed out the pod and gave correction bolus. The patient was vomiting. The patient was discharged after staying overnight.